Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. It was reported that a pericardial effusion was observed, and then cardiac tamponade occurred approximately 3 hours after the start of the procedure. After confirmation of tamponade, the procedure was immediately discontinued, and the patient was discharged from the room after pericardial drainage was performed. Ablation was performed before tamponade was confirmed. An irrigation catheter was used and the flow rate setting were as recommended: 2 ml when not energized, 8 ml when energized = 30 w, 15 ml when energized = 31 w). There was no comment that the event was causally related. The adverse event was discovered during use of biosense webster products. The generator used was a smartablate. There was no evidence of a steam pop. No error reported on the biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30739471l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).